Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. New information was added to the following fields: b5, e3, h3, h4, and h6 corrected data: d9. Despite good faith attempts, the users cleaning disinfection and sterilization (cds) processes were not shared. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found less then 1 colony forming units (cfu). The results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. The result of microbiological test on the subject device including culture test sampling date: (B)(6) 2024, sampling from: all the channel, cfu: 21cfu/100ml. The result of culture test performed by the third-party labs provided sampling date:(B)(6) 2024, sampling from: all the channel, cfu: <1cfu/endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 21 colony forming units (cfus)/100 ml. Of aerobic microorganisms. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.